Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as a surgical impact opening (shell thickness within spec). And missing shell observed, assessed as inconclusive. Additional observations: stress marks observed, on the device.

Event description:
Healthcare professional reported, left side rupture. Confirmed with mammogram. Device has been explanted. Healthcare professional, later reported, "hole in radius (edge)".

Event description:
Healthcare professional reported left side rupture confirmed with mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "hole in radius (edge)". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.